Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Section e1.initial reporter phone: (B)(6). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with an unspecified mentor saline breast prosthesis and experienced a deflation on an unknown side post-operatively. As a result, the patient underwent explantation on (B)(6) 2024.

Manufacturer narrative:
On july 03, 2024, the mentor failure analysis lab has received the device for evaluation. On july 09, 2024, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sal smooth rnd diap 225cc breast implant was found to have a tear measuring approximately 0.3 cm within a crease/fold on the posterior view. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: after re-review of provided information, the event date was updated to january 20, 2024 in section of this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 26, 2024, mentor received additional information regarding the patient's event. It was reported that the impacted device was a 225cc mentor smooth round moderate profile saline breast prosthesis (catalog number (3501630). The lot number has been updated to 7337738. The serial number has been updated to (B)(4). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The patient's affected side was the patient's left side. The initial procedure the patient had was a primary breast augmentation. The patient's replacement device was a 225cc mentor smooth round moderate profile saline breast prosthesis (catalog number (3501630) with serial number 9857593-008. Manufacturer¿s reference number: (B)(4).